Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle stick after use, harm/bleeding and needle through shield due to unknown lot number.

Event description:
It was reported that a consumer was re-shielding a relion® insulin syringe and received a needle stick injury after injecting her cat. No medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a consumer was re-shielding a relion® insulin syringe and received a needle stick injury after injecting her cat. No medical intervention was reported.